Event description:
It was reported to medtronic minimed that the customer reported exterior damage to the insulin pump and damaged battery cap. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1882 device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was not received with original battery cap. Customer allegations for battery cap damage unknown. After multiple battery installations and monitoring unit, unit remained on blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to blank display. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, no moisture damage was noted on electronic stack. However, due to cracked case behind the pump at the battery compartment, the battery tube was loose and did not allow contact between battery cap and battery. After pushing battery tube back into place, unit's blank display persisted. Unable to download history files and traces using thump software due to display anomaly. Unable to retrieve software version due to blank display and corrupted history files. Isolate blank display to electronic assembly. Unit was also received with: label damage (faded), broken battery tube threads, cracked case (battery tube), cracked case, keypad overlay peeling, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of battery cap damage were unknown due to unit not being received with original battery cap. However, customer allegations with damaged pump exterior were confirmed when broken battery tube threads and cracked case (battery tube) were noted during visual inspection. Additionally, unit was received with persistent blank display after multiple battery installations and being monitored. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.